Event description:
It was reported a 6f angio-seal sts device was used to seal the femoral arteriotomy site post percutaneous procedure. The pt presented with late bleeding (time unknown), manual compression was applied and hemostasis was achieved. The pt received a transfusion of blood and was recovering.